Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed with no anomalies found. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. (B)(4).

Event description:
It was reported that the patient received inappropriate therapy due to probable detection of atrial fibrillation (af) with rapid ventricular response (rvr) by the implantable cardioverter defibrillator (ICD) device. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.